Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the implantable pulse generator (ipg) experienced premature battery depletion as the longevity is lower than expected. The device remains in use. No patient complications have been reported as a result of this event.